Event description:
Allegedly, patient underwent revision surgery on right hip due to pain and corrosive black material at the head neck stem and neck stem taper junctions. Metallic staining as well as gross necrotic tissue debris within the joint.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.